Event description:
On or about (B)(6) 2007, an apogee system with intepro lite was implanted in the plaintiff to treat her rectocele. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily" injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries. It was also alleged that the plaintiff" experienced significant mental and physical pain and" suffering, has required additional surgery and medical treatment and has sustained permanent injury. It was also" alleged that the plaintiff's injuries will result in some permanent disability to her person."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.